Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported there a type ia endoleak and six endoanchors were implanted and the endoleak was successfully resolved at the end of the procedure. No clinical sequelae were reported.